Event description:
It was reported that the the pacemaker exhibited oversensing of electromagnetic interference (emi) noise, resulting in pacing inhibition of greater than two seconds. There were no patient symptoms reported. The pacemaker system remains in service. No adverse patient effects were reported.